Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Unable to determine elective replacement date due to power on reset.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device went to elective replacement indicator (eri) sooner in the estimate range than expected. The clinician feels that the "estimated" battery longevity is not conservative enough for dependent pacemaker patients. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.